Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were 6 atrial tachycardia/atrial fibrillation (at/af) detected episodes, however, the episodes did not show in the arrhythmia summary list. The device remains in use. No patient complications have been reported as a result of this event.